Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 869-021, 510k #k040962 and UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion , posterior lumbar fusion at t8-il,l3-4, l4-5, l5-s due to spinal canal stenosis. Post-op, the two rod which was on the left of l3-4 broke. The patient was suffered from lower back pain due to rod breakage. Additional surgery was performed. The rods were reinforced and fixed for the rod breakage occurred between l3 and l4.